Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm showed a reading of 301 mg/dl, she did not check the bg and took insulin. An unspecified time after that, the patient started feeling symptoms like sweating, shaking, and vision problems. When they checked their blood sugar with a meter, it was 53 mg/dl. The cgm at that moment was not documented. The patient¿s husband called 911. While waiting, the patient ate a lot of sugar and food. By the time 911 team arrived, the patient¿s blood sugar was 78 mg/dl and the cgm was not documented. The 911 team said no further treatment was needed and the patient did not need to go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.